Event description:
It was reported that during an intestinal tract reconstruction procedure, the device did not staple - it just cut and did not apply staples in the tissue. The surgeon was forced to change the surgical technique and performed a protective ileostomy that will require a new intervention within 6 weeks. The surgical procedure was prolonged five hours as a result of the change in procedure. There was no further consquence to the pt.